Manufacturer narrative:
During eval of the device at the MFR's service center, the customer's complaint was confirmed. The device's interface board was replaced. In addition, an issue was observed with the device's active exhalation control module. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported. The device was not in pt use.